Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection found the top case to be broken. The functional assessment, which included a blockage and leak test, could not establish a relationship between the reported failure and device as there was no fault found. The investigation root cause is undetermined. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the previous four years have found other instances of this reported failure, these instances are being monitored to determine if additional actions are required. Alarm thresholds are set after thorough testing and we always set them to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. In parallel we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the product gave blockage/full warning. The malfunctioning product was changed with another functioning renasys go product as soon as the problem discovered. The problem was noticed during the assessment of the patient.